Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to use that during an arthroscopic knee repair, a portion of the distal tip of a vapr hook electrode broke off into the pt's body. The fragment was easily retrieved and the procedure was completed successfully without further issue or harm to the pt.